Event description:
It was reported that during an atrial fibrillation (afib), there was about 4-6 mm map shift with no patient movement and no error message displayed on the carto 3 system. Map shift was noted by physician when he navigated to the anterior wall of the left atrium with the nav rmt thermocool catheter after making the map with a pentaray catheter. Pentaray catheter was not reintroduced in the chamber. The nav rmt thermocool catheter extended beyond the anterior wall out to the third electrode and could not reach the surface of the map in the posterior wall. Map was created with fam resolution set at 17 and accuresp excluding respiratory data. The map shift occurred after the user moved the head of fluoroscopy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that there was about 4-6 mm map shift during the case with no patient movement and no error message displayed on the carto 3 system. Biosense field service engineers advised the customer was using the pentaray for the first time with the resolution too high and missed a lot of the anterior wall. The physician was comparing the fam map with the ea map and, since there were parts missing from the fam map, it appeared to be misaligned. The issue is not a map shift, but a map misalignment. The clinical account specialist advised next case was performed with lasso fam and the resolution turned down and the maps looked good with no visible discrepancies. Issue resolved by using proper fam workflow and map building. System is ready for use as this was a user error and not a system issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.